Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216 and white residue in the auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image issue was determined to be component failure. Additionally, the cause of the scope communication error e216 was traced to component failure. The cause of the white foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.